Manufacturer narrative:
Date of report: 15jul2019. Date rec¿d by MFR: 22jun2019. A gas delivery system (gds) assembly was return for analysis. During further investigation (fi), failure analysis on the returned gds assembly showed that the airflow accuracy testing, oxygen flow accuracy testing and oxygen concentration accuracy testing all passed. Root cause: no fault found. Unable to replicate reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10may2019. (B)(4). The manufacturer¿s international service technician confirmed the reported oxygen accuracy issue. The manufacturer¿s international service technician replaced the flow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the oxygen accuracy test (pvt test 7). There was no patient involvement.